Event description:
On (B)(6) 2007, the lay user/pt contacted lifescan alleging that her one touch ultra2 kept on displaying "apply blood" and would not give her a result. This complaint was classified based on the recorded call with the customer service rep (csr). The pt could not be reached to obtain f/u info. The pt has had the meter for about 5-6 months and claimed that the meter has worked before in the past. The csr discovered that the pt was using expired test strips and asked the pt to retest with new test strips. When the pt ran a test on the phone, she was able to obtain a successful test. The pt did not specify how long the pt was getting the "apply blood" issue; however, she indicated that she had to go to the doctor about 2-3 months ago because she was unable to test on her meter and because she was feeling "kind of confused in the head," clammy hands, and dizzy." While waiting for the doctor in the waiting room, she ate 2 pieces of candy and by the time she saw the nurse, her blood glucose was "72-80 mg/dl." The nurse told the pt that she may have been at "50 mg/dl" when she first got to the doctor's office. On another occasion, the pt skipped her 4 mg amaryl dose because she was unable to test on her meter to avoid low blood glucose levels. The pt did not specify if she had any symptoms before or after she skipped her amaryl. This complaint is being reported because the pt allegedly developed low blood glucose levels 2-3 months ago when she was unable to test on her meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.